Event description:
On (B)(6) 2007, initial free t4 result 24.3 pmol/l. Same sample repeated using different method gave result of 17.5 pmol/l. Another sample from the same patient was tested (B)(6) 2007 and gave result of 26 pmol/l using the initial method. This sample was not tested using a different method. The investigational unit confirmed the initial results. An interferent was detected.